Manufacturer narrative:
(B)(4). During eval of the device, the philips bench engineer noted the battery pca pins were stuck resulting in the device being able to detect the battery. The device was being evaluated by the philips bench when this issue was identified. The battery pca was replaced. The device passed all performance assurance tests and was returned to the customer. Philips concludes that this was identified. The battery pca was replaced. The device passed all performance assurance tests and was returned to the customer. Philips concludes that this was a malfunction of the battery pca due to bent pins.

Event description:
During eval of the device, the philips bench engineer noted the battery pca pins were stuck resulting in the device being unable to detect the battery. No pt harm was reported.